Event description:
The event involved admin set, clave¿, ext smallbore, 2 nanoclave¿ where the customer reported that the tubing was allowing injection of fdg +/- contrast agent. For the injection of the contrast agent, the tubing was disconnected, followed by the injection of the contrast agent. During the injection of the iodinated contrast agent into the tubing at a rate of 2 ml/s, the valve at the y-connector for the emergency route at the terminal end of the tubing burst, which caused a significant leak of iodinated contrast agent onto the patient and into the environment. There were no anomalies in the automatic injector and the pressure curve was normal ( it was set at 300 psi ). The entire product ejected though the valve that separated, resulting in an unproductive examination. The customer stated that there were no visible signs of malfunction, damage, or problems with the device prior to the incident, the patient was stable, nobody was harmed , there was no exposure to dangerous products, additional medical intervention was not required, the scan was done without the contrast agent. The status of the product at the time of the event is during the injection of the iodinated contrast agent. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One (1) used partial list #011-mc330694 connected to an unknown catheter, ultravist 370 150ml glass syringe was returned for evaluation. As received the the silicone plug was observed to be sticking out of one of the nano claves (with the red ring). Once the mating device was disconnected from the used partial set a silicone stick down on the nanoclave was observed, once this was dissembled an insufficient spike lubrication on spike was observed, no additional damage or anomalies were confirmed. The female luer taper and ID of the returned mating device were measured finding within spec. The complaint of leaks can be confirmed. The probable cause is due to over pressurized during use due to access being proximal to the most distal y-clave and lack of activating the clamp during use. The probable cause of the stick down is typically due to an error during lubrication process.